Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 4 unopened race-packs and 2 empty race-packs. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed in the market. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the european pharmacopoeia: tested the needle attachment of the samples received and the results fulfill the requirements of the european pharmacopoeia: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: india. Needle detachment and suture thread breaking while knotting.